Event description:
A patient reported experiencing inaccurate high results with a ot ultra meter. The patient's blood glucose results were 15.9 mmol versus 11.9 mmol meter to lab. Tests were done wihtin 10 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.